Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the pump¿s external seal/adhesive was compromised, resulting in loss of watertight integrity; the device continued to function but was replaced due to the user¿s frequent water exposure. Symptoms included none. Outcomes included no clinical impact, no injury, and no hospitalization. Investigation included customer interview, review of images, and device history and lot trace review. Investigation of this device revealed evidence consistent with a compromised enclosure seal consistent with moisture ingress risk, with no functional failure observed and no software or power anomalies identified. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the enclosure seal with contributory environmental exposure.